Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluate the iabp unit but could not duplicate the customer's reported issue and noted that both the stm's intra-aortic balloon (iab) and the biomed's iab tested perfect. The stm suspected that a worn iab could have been part of the issue and ran the iabp unit for several hours with no issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during testing of the cardiosave intra-aortic balloon pump (iabp), the customer observed that the augmentation display / graphics was not showing the intra-aortic balloon (iab) inflation. It was noted that the event occurred after a getinge service territory manager (stm) had completed preventative maintenance (pm) on the iabp unit. There was no patient involved and no adverse event reported.